Event description:
It was reported to gore that a patient underwent ventral hernia repair with an unspecified goretex mesh in 1987, in (B)(6) 2011, the patient experienced a small bowel obstruction with a large amount of fluid present in the peritoneal cavity. It was observed that an adhesive band was constricting the mid portion of the bowel. The bowel was repaired and the goretex mesh was left in place. Post operatively, the patient experienced an abdominal wound infection which resolved clinically. In (B)(6) 2011, the patient experienced a recurrent hernia and a purulent abscess had formed around the mesh. It was presumed that the mesh had become infected and as a result, the goretex mesh was removed. The physician has indicated that the (B)(6) 2011 infection may not have completely resolved and may have contributed to the infection. It has been reported that the patient is experiencing a normal recovery.